Event description:
Customer reported that this device sounded an alarm and failed to recycle while on a ventilator dependent home-based patient. The patient was placed on their back up unit that also was reported to have alarmed and did not cycle. The pt was then placed back on this device to no avail. Caregiver is unsure of what alarm sounded. While the caregiver was attending to both devices the patient reportedly went without ventilatory support while connected to the device's circuit for 4 to 5 minutes. As a result the pt was reported to have become cyanotic, require bag ventilation and transport to the hospital for stabilization. The pt was reported to have not suffered any lasting detriment from the event and has been discharged to home. This device was tested by the customer after the event and was found to be operational prior to being returned for evaluation. The original patient circuit was not available for investigation. Both ventilatiors were reported to have shared the same circuit. Circuit leak could have the potential to cause the ventilator to exhibit the conditions as reported. On evaluation this device was found to turn on but failed to alarm or cycle. The device appeared to have suffered significant physical damage. Externally the handle was broken and the bottom had a large dent that caused scuffing of internal components. There was paint overspray on the outside panels as well. Internally tie rods were bent and a 50 pin ribbon connector was partially disconnected accounting for the unit not cycling or alarming on receipt.